Event description:
The introducer kit comes with a set of dilators (progressing from small to large) that are situated on one introducer that is approximately 12 inches long. Each dilator slides down the introducer through an incision made by the provider. There are four such dilators that are slid down in sequence to enlarge the incision. In this event, the first (smallest) dilator came off the end of the introducer into the patient's stomach during j-tube placement. The j-tube was placed inadvertant, and unknowingly, over the this dilator. When the provider cut the tack/sutures to allow the stomach to return to its normal position, the j-tube was able to "pop" out of the hole made in the stomach. As a result, the j-tube communicated with the peri-gastric abdomen rather than the stomach. Tube feeds were started which emptied into the patient's abdomen. The patient was subsequently taken to the or for washout where the unintentionally retained object was discovered. The dilator was able to slip off the end of the introducer (not designed to do so), and into the stomach unnoticed. Further, the dilator is not radiopaque so it cannot be detected on radiograph post procedure, or fluoroscopically.